Manufacturer narrative:
Patient information is not available for reporting. Additional product codes for this report include hwc. (B)(4). Due to intra-operative issues, the device was not implanted or explanted. The complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). (B)(4). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent an open reduction internal fixation (orif) procedure on (B)(6) 2016 in order to treat an olecranon fracture. During screw placement, the surgeon noted that the 2.7mm variable angle (va) locking screw would not lock into the proximal holes of the va-locking compression (va-lcp) olecranon plate. The screws are vital to ensure adequate fixation of the olecranon fractures. In this instance, however, none of the proximal holes would engage the screw. Further, metal shavings were noted during insertion despite the use of a drill guide, which would ensure proper angling during drilling. It is unknown if the debris came from the plate or the screws. As a result, the surgeon decided to remove the plate and insert a larger one. In order to do so, a larger incision needed to be made. The second plate was successfully inserted and fully locked. The procedure was completed with a twenty (20) minute delay. No metal shavings were believed to have been left in the patient. A similar incident took place with a second patient. That issue will be captured in and reported under linked complaint (B)(4). This report is 2 of 3 for (B)(4).